Event description:
The following has been reported: biomed reported: "pump problem red alarm" no active infusion stopped or any patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During initial evaluation it was observed the air compressor made abnormal sounds and made excessive recharge attempts before alarming. The lever boot was found to be torn. The lever arm was found to be bent. The rear housing has a crack on top. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. It was also found internally the front housing was damaged.